Event description:
The complainant reported that a patient was implanted with an impella 5.5 via right surgical axillary/subclavian artery for mechanical circulatory support. The purge fluid was leaking from the inside where the cassette was loaded.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary artery in a 51-year-old female patient presenting with cardiomyopathy, with a history of diabetes mellitus. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e. During support, purge fluid was noted to be leaking from inside where the cassette was loaded. The patient expired on support. The device will be conservatively reported for death; however, the death is most likely attributed to the patient's underlying critical clinical condition as the patient presented in scai shock stage e.

Manufacturer narrative:
Additional information was received therefore b1, b2, b5, h1 h6 health effect impact code were all updated.